Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2021 with (system 1): 1.2 mmol/l, "lo" mmol/l (less than 0.6 mmol/l), and 12.9 mmol/l. In the evening on 01/11/2021, the patient received the following results within 15 minutes: "lo" mmol/l (less than 0.6 mmol/l on system 1), 2.2 mmol/l (system 1), 3.0 mmol/l (system 2), and 11.9 mmol/l (system 2). The same test strip lot number was used for both meters and results.